Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the defib conductor andguidewire were kinked/buckled. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure the introducer had to be replaced several time because of the patient's anatomy, and the physician had trouble with lead placement. The physician was unable to insert the stylet completely. The patient was very muscular and the healthcare professional needed many attempts to introduce the lead over the sheaths, because the sheaths compressed after removing the dilatator, possibly damaging the lead while trying to insert it through a compressed sheath. A sharp bend was seen near the distal coil. Damage near the coil was noted after removing the lead. A new lead was implanted. No patient complications have been reported as a result of this event.